Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor pcb was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to make a fluoroscopic exposure. The field service engineer evaluated the system and found that it would not boot. No patient serious injury or death was reported related to this event.